Event description:
Patient was in surgery. A foley catheter was placed during surgery. One day post-op, the patient rolled over, heard a "pop", and the foley catheter came out. The surgeons looked at the catheter and reported it having a split in it. It was sent to clinical engineering for investigation and will be returned to the manufacturer for failure analysis. Per site reporter: the manufacturer will be sending a return kit. The device will be returned for failure analysis.